Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, inability to cross the target lesion occurred. The target lesion was located in the severely calcified proximal left anterior descending artery. The physician advanced a 2.5x32mm taxus liberte stent delivery system, but was unable to cross the target lesion. The procedure was completed with another of the same device, no patient complications were reported and the patient's post procedure condition was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: an examination identified stent damage. Five struts throughout the length of the stent were raised distally. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is user / use error. The complaint report states that the lesion was severely calcified. Heavily calcified lesions are contraindicated in the dfu. (B)(4).